Event description:
It was reported the pt was thin, and the conventional ipg was large and was causing pain. It was reported the pt is blind, so a conventional ipg was chosen. Follow up identified the physician replaced the ipg with a smaller, rechargeable version to address the issue. It was reported the pt was well.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.